Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds since implant were noted on the right ventricular (rv) lead. Oversensing was also noted on the right atrial (ra) lead. Premature battery depletion was noted on the implantable pulse generator (ipg). The rv lead was capped and replaced, the ra lead was capped and the ipg was explanted and replaced. No patient complications have been reported as a result of this event.